Event description:
It was reported that the patient experienced a low blood glucose of 68 mg/dl and treated with oral fast-acting carbohydrate (hard candy), with symptom onset attributed to unclear cause. Symptoms included hypoglycemia without reported impairment or loss of consciousness. Outcomes included self-treatment with oral glucose and recovery without hospitalization or medical intervention. Investigation included user troubleshooting and education regarding low glucose recognition and treatment. Investigation of this case revealed no device malfunction, damage, or component failure reported and no evidence of dosing or alarm issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.